Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer's blood glucose (bg) level was "high", although a specific value was not given. It is unknown how customer resolved high bg multiple follow up attempts were made and no response was received. And continued to use the pump for insulin therapy.